Event description:
Drive devilbiss healthcare was notified of an incident involving a bath chair by the end user who stated the chair leg broke while in use causing her to fall and resulted in a mild concussion and a sprained back. As part of the complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.